Manufacturer narrative:
Product type extension product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the surgical exploration had revealed a fracture of the cranial lead with the open circuit. The extension and ins were ok (it is noted that this contradicts information previously reported by the patient). The extension was replaced, and there was surgery scheduled to replace the cranial lead.

Manufacturer narrative:
Event date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease. It was reported the patient fell down a set of stairs and hit their chest on an entry way table. The caller reported at the time of the call the controller said the system was on and ok but it was not controlling their parkinson's symptoms. It was reported the patient knew something was wrong in their body and did not know what to do. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the fall occurred on (B)(6) 2018 and the patient noticed a change in her symptoms 2-3 days later when the swelling started to go down. The patient saw a doctor who told her she broke the battery when she fell and they could see it quite clearly. The patient said she is seeing a surgeon on (B)(6) 2018. The caller said the issue has not been resolved yet.